Manufacturer narrative:
The complete lead was returned. Visual inspection noted that the helix was retracted and slightly deformed. Analysis did not identify any lead characteristics that would have made a perforation more likely. Perforation is a known possible complication of an implantable lead. Boston scientific will continue to monitor field performance to detect similar events should they occur.

Event description:
It was reported that this right ventricular lead (rv) was explanted due to a perforation. This lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this right ventricular lead (rv) was explanted due to a perforation. This lead will be returned. No additional adverse patient effects were reported.